Event description:
A pixel issue on the pump display was reported by the customer, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.